Event description:
The customer reported that the ventilator indicated a technical failure with error messages 300, 301, and 316. There was any patient involvement during the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device log and trend data was provided to technical support for evaluation. A review of the logs indicated that the blower test was not performed. Technical support advised the customer to perform the blower test which revealed that there was no voltage to the blower, suggesting a power board issue. The customer provided photographs of the power board and the main electronics board and neither boards appeared to have any damage on the photographs. Technical support recommended the customer replace the power board to rectify the reported malfunction.